Event description:
A report was received that a trial patient had developed an infection. The patient was hospitalized and was experiencing symptoms of fever and chills. The patient was placed on IV vancomycin. An MRI was performed and discovered a seroma, but the physician did not believe it was big enough to cause the patient's symptoms. The physician states that the infection was not procedure or device related.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm the trial leads were not returned to bsn as they were discarded. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.